Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a crack on the side of his insulin pump. He stated that the crack was affecting the delivery of his insulin. Customer also stated that his insulin was not being delivered correctly due to the crack. The customer's blood glucose was 164 mg/dl. Customer could not recall how the damage had occurred. The customer was advised to disconnect from his insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.